Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, and migration of the gel to the axillary region.

Event description:
Healthcare professional reported left side rupture, capsular contracture baker grade IV, and "migration of the gel to the axillary region." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reporting left side rupture diagnosed by ultrasound and magnetic resonance imaging (MRI). Physician further reports "4th grade contracture of the mammary gland. Rupture of the implant on the left. Migration of the gel to the axillary region." The device has been explanted.